Manufacturer narrative:
The user experienced hypoglycemia requiring emergency medical services transport while receiving automated insulin delivery with the ilet. This situation can result in severe hypoglycemia requiring medical intervention and is consistent with the reported low blood glucose and emergency transport from the assisted living facility. Available information indicates the ilet was removed upon hospital admission and was subsequently lost during the course of care. The prolonged hospitalization was reported to be related to treatment of infections from pre-existing foot wounds and not attributed to the hypoglycemic event. Due to limited information provided by a third party and the unavailability of the device for evaluation, the specific cause of the hypoglycemic event could not be determined, and no device malfunction was identified based on available records. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 08-jan-2026 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl while residing in an assisted living facility. The user was transported by emergency medical services to the hospital, where the ilet was removed upon arrival and the user remained hospitalized from (B)(6) 2025 to (B)(6) 2025 for treatment of medical conditions unrelated to the hypoglycemic event. No long-term health effects related to the hypoglycemic event were reported.